Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported a 'possible device malfunction' message when interrogated. The patient has been undergoing radiation therapy. The physician's manual warns that the ICD may be damaged by the exposure to radiation, and instructs the physician to evaluate the ICD's operation after exposure to radiation.